Manufacturer narrative:
The handpiece was returned for an evaluation. Service confirmed that the handpiece was not working and found a damaged pin in the handpiece connector. The handpiece failed the wave form test and continuity tests. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. No corrective action required.

Event description:
A user facility reported that a vaser handpiece was not working during a procedure and that the procedure was prolonged more than 15 minutes, while the patient was under general anesthesia. The doctor finished the procedure after replacing the handpiece and there was no injury to the patient due to the delay.